Event description:
It was reported that the hydrophilic cover was detached. A direxion fathom-16 system was selected for use. During procedure, it was noted that the proximal part of the catheter ruptured and the hydrophilic cover was detached when the coils were started to advance. The procedure was completed with a different catheter. There were no patient complications reported.